Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the front panel of the subject device turned off and a power outage occurred. The issue occurred during service/maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the main board a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: after version up of the sw, front panel is turned off. (The phenomenon indicated by the customer was not reproduced at the device inspection of the repair dept). About log analysis in r&d, warning failure of the sensor of the main board (cr board) occurred and we turned off the front panel and stopped operation. Therefore, we judge that failure mode without occurrence of over pressure occurred. We could not determine the root cause of failure of the sensor of the main board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.